Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿ some of them¿ have not been really tight when released from anchoring dispenser tool. It was noted that the manufacturer representative was discussing the surescan leads with the injex bumpy anchor packaged with lead when "some of them" was reported.

Event description:
Additional information received reported that the "anchors had not been tight when released from anchoring dispenser tool." It was noted that there was no specific patient or device information. It was further noted that there was no adverse event. It was noted that the anchors were eventually secured on the leads.